Manufacturer narrative:
The investigation of product damage (sterile sleeve damage) has been completed. Since neither product nor photos were returned for investigation, the root cause of the product damage could not be determined.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. Product damage: clinical details report that the sterile sleeve ripped, but it does not appear clear when/how the rip occurred or if excessive force was used. Since neither product nor photos were returned for investigation, the root cause of the product damage could not be determined. Optical signal issue: product was not returned for investigation. Data logs confirmed the placement signal not reliable (psnr) alarm first triggered on 2/15. At this time, snr dropped to zero, contrast began oscillating between +/-3200, lamp increased, and gain and light dropped. The complication was intermittent for the rest of the case as rt logs showed all optical signal metrics suddenly normalizing for short periods before railing again. Upon review of data logs, it is apparent that the console is the potential cause of the issue. Please refer to complaint # (B)(4) for an investigation into the console. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issues "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
The customer reported that the device exhibited an optical signal issue.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy in cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and bridge to transplant. Approximately 14 days after start of the support, it was noticed the sterile sleeve was recently ripped. Concern for bacteremia, the patient was prophylactically started on antibiotics. The patient was stable following the event, and impella mcs continued. Patient status update 20 days later noted the patient received the heart transplant.